Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter found no significant anomaly. The catheter tested acceptably but it was noted that the catheter was incomplete as it was returned in segments. During decontamination the returned segment dispensing holes were inspected for foreign materials or blockage. There were no foreign materials or blockage seen during the inspection. There was a slice seen on the anchor that was noted to have likely been done at explant.

Event description:
It was reported that the catheter was explanted and replaced with another device from the same manufacturer. This "old, left in" catheter was removed as it previously had an inflammatory mass and could not be removed. Additional information was requested, but was not available at the time of report.